Event description:
Device analysis performed on the returned indirect decompression spacer revealed that the spindle cap was fractured on the edge and fractured on the weld of the implant as well as severe abrasion on the mating surface of the actuator. The detachment of the spindle cap was due to excessive force. This damage to the spacer indicates the break was due to deployment against resistance. A labelling review was performed, and it did not reveal any anomalies. Additionally, device breakage can occur when used with forced deployment and is noted within the IFU as a potential complication associated with the use of the device.